Event description:
It was reported that the programmer's screen was damaged and the stylus pen was not responsive despite calibration. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the touch screen was broken and the stylus was damaged. It was also noted that the keyboard latch was damaged, the lower bullets were loose, and the display hinge cover plate was cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.